Event description:
The pt presented with small diameter access vessels. Following initial cutdown bilaterally for vascular access required for placement of the excluder bifurcated endoprosthesis, the 18 fr gore introducer sheath would only advance approximately 2 inches and resistance was felt. Due to failed vascular access attempts, the pt was converted to open surgical repair of the abdominal aortic aneurysm.